Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of device memory noted three "power on resets" were recorded on 23 april 2019. As designed, the device reverted to safety mode operation after experiencing three power on resets in order to preserve basic pacing and sensing functionality. Normal device operation was reset in the laboratory and the device was successfully interrogated with a programmer. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device temperature was controlled at 25 degree c, 37 degree c and 45 degree c for 24 hours at a time at each temperature. No power on resets occurred. Because the power on resets did not recur, the root cause of the product behavior could not be ascertained.

Event description:
It was reported that during the implant procedure, this pacemaker was connected to the implanted leads and the programmer than showed an error message, indicating the device was in safety mode. The physician replaced the device with a different one and completed the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this pacemaker was connected to the implanted leads and the programmer than showed an error message, indicating the device was in safety mode. The physician replaced the device with a different one and completed the procedure. No adverse patient effects were reported.